Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The pt received the first injection of a three-injection regimen of orthovisc in his knee. The pt fell out of bed onto the knee which was injected. The pt allegedly developed redness, hotness, swelling and pain. The pt went to the emergency room and was admitted into the hosp for 4-5 days. The pt had the knee drained every day and was given IV antibiotics as a precaution. The pt underwent a series of blood work and cultures.